Manufacturer narrative:
The device was not available for evaluation. The reported issue is symptomatic of a mechanical failure of the patient stabilization stand. A system malfunction was unable to be verified due to insufficient information. No adverse effect on the patient was reported. The overall risk has been maintained and no further investigation is required. No determinations could be made as to the cause of the reported issue.

Event description:
During the final trajectory placement, the pss base began sliding despite being locked down. Base was unlocked and locked again, and it continued to move. Navigation was no longer accurate, and final trajectory was aborted.